Event description:
Called customer on 8/30. He did not get physically hurt nor did it damage his property, and at this time he has not sought out medical attention> this is the response I got from him this morning. My receipt is nowhere to be found. I do not have it, it was purchased at costco. I wipe the unit down from time to time as needed with a mild soap and damp cloth. I know how to take care of my water pick products as I have been using your dental flossers for over a decade, and have tried different styles, and none of them have caught fire. This is the scenario leading up to the toothbrush meltdown, and then igniting. I put toothpaste on the brush and started to use the unit as normal. After about 15 seconds, the unit shut down,( which was unusual for this brush ). I push the button to start it up again. It would cycle on and then immediately off at that time. It began to rapidly heat up in my hand and started to emit a smell of burnt plastic, pcb. I had to run out of my house, holding the unit with a washcloth. I placed the unit on the driveway. At that time I could see the housing was completely melted, and I could see a flame inside the unit. I went back and got a container full of water and poured it over the unit, and the flame died down, but did not extinguish. I then got a container full of water and picked up the unit and submerged it in a tub of water, and left it overnight. I hope this helps in your troubleshooting.